Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The complaint sample catheter was examined in the area that the cuff was glued. There is evidence of glue in the correct area for the bonding of the cuff but it is difficult to draw a conclusion on whether or not the glue was adequate around the catheter tubing. The cuff was also examined and there was evidence of glue on the cuff. Based on the evaluation of the complaint sample, the investigation was not able to identify any potential manufacturing defect that may have contributed to the observed failure mode. No lot number was provided, therefore we are unable to perform a DHR (device history record). Based on the investigation results, a probable root cause could not be identified for this failure mode. Evaluation of both the catheter and the cuff identified the presence of silicone glue but was not able to determine if any manufacturing defect was present that may have contributed to the observed failure. Since on probable root cause was identified, no corrective action was identified for this failure mode. A review of the instructions for use (IFU) for the pleurx catheter identified specific instructions for the procedure to remove a catheter. The customer will be made aware of these specific requirements to ensure the proper procedure is followed for the removal of the catheter assembly. Likewise, this complaint will be added to the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep reported via email: pleurx catheter cuff came off during removal of the catheter. No patient harm. Additional information received 07mar2017: was extra force needed to remove the catheter due to scar tissue? I would not say extra force but I think the person who put it in left the cuff too deep. I thought I had dissected down to the cuff and had a grasp of it but in retrospect I think I only got the leading edge so when the catheter did finally pull loose the cuff was left behind. It was too deep for me to grasp it from the opening. Was there any patient injury or intervention needed to remove the separated piece? Yes, I had to go back the next day and do a cut down to remove the retained cuff.